Event description:
It was reported to philips that the system failed to boot up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting normally. Upon troubleshooting actions, fse identified that the software problem. Fse reinstalled software which resolved the issue. After reinstalling the software, the system was returned to use in good working order.